Event description:
It was reported that when stimulation was turned on, plantarflexion of the big toe was needed before the patient felt a parasthesia sensation in the vaginal area. No patient information was obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).